Event description:
Reportedly, while using the power wheelchair tilt feature, the motor went out leaving the end user in the tilt position. The end user was safely removed from the device; however, it was learned he remained in this position for an extended period of time. The end user did not seek medical treatment but did report the event resulted in a lot of pain.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model fdx-mcgx, serial number/date code (B)(4) is approximately 1 year, 9 months old. The owner's manual part number 1163181 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporter has been contacted for additional information. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. Of note: although no medical intervention was sought, and in consideration of all factors related to this incident this event is being reported as a serious injury due to the reporter stating his back was badly in pain but since he did not have a working chair to get to the hospital or will not call an ambulance no medical intervention resulted. Potentially, the event could have resulted in serious injury to this end user.